Manufacturer narrative:
A specific root cause could not be identified based on the available information. Additional information for further investigation was requested but was not provided.possible causes include a calibration error, preanalytical problems, contamination, or human factors.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high ise indirect na, k, cl gen.2 ise indirect na+, k+, cl¿ for gen.2 sodium results for three patient samples. The erroneous results for two of the samples had been reported outside the laboratory and were provided. The samples were repeated on another analyzer at the customer site. Patient 1 initial result was 152 mmol/l and the repeat result was 141 mmol/l. Patient 2 initial result was 152 mmol/l and the repeat result was 140 mmol/l. The patient was female, (B)(6), with a birthdate of (B)(6) 1951. The customer sent corrected reports. Information concerning if the patient were adversely affected was requested but the customer did not have this information and cannot provide. The electrode lot number and expiration date were requested but were not provided. The field service representative found the reference and sodium electrodes were contaminated. He replaced the electrodes, bulk solutions, cleaned ise waste line and nipple. He ran precision testing and patient comparisons. Precision results were within specifications and patient comparisons were within acceptable variance. The customer ran calibrations and quality control and all assay results were within acceptable ranges.